Event description:
It was reported that log files were submitted for review. The event log files captured various alarms associated with a brief pump stop event cause by a driveline disconnect on (B)(6) 2026 at approximately 7:30pm. Follow that event, the pump resumed the programmed set speed and appeared to be operating normally. The log file also contained a loss of external power event while connected to the mobile power unit (mpu) on (B)(6) 2026. The low voltage hazard events seen are the result of the mpu suddenly losing power. The system controller did switch appropriately to the emergency backup battery when external power was lost. These events appeared to have resolved once external power was completely restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.